Manufacturer narrative:
No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. Evaluation noted the inflation line damage-detached of the tube. The following operations were reviewed, in order to verify that the operations were properly performed: cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. Inflation test was audited during thirty-two (32) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty-two (32) units tested. No root cause was identified since there is no evidence of a manufacturing error, since product is 100% leak tested, there is no possibility to test the material if line is cut or detached. No corrective action is being performed since there is no evidence of a manufacturing error. Actions were taken to mitigate the reported issue: as preventive action, manufacturing personnel were retrained by the production supervisor and quality engineer regarding the reported issue.

Event description:
It was reported that when intubating the product into the patient, the customer noticed the inflation line torn off at the base of the flange. No patient injury was reported.